Manufacturer narrative:
Date of report : 04/02/2019, date rec¿d by MFR : 06/22/2019. The customer ordered o-ring and leak test fittings to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04april2019. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been complete.

Event description:
Customer contacted technical support (ts) stating that unit needed o-rings and leak test fitting for system leak test. The customer reported there was no patient involvement. Event date not specified, estimate used.